Event description:
The customer reported a clear fluid leak from the left area of the coulter lh 750 hematology analyzer. The customer reported that the volume of the leak was approximately 50-100 ml and the leak was not contained within the instrument. The operator was wearing personal protective equipment consisting of a laboratory coat, gloves, and a face shield at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. The customer stated that the instrument did not generate any error messages for this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and observed a leak from port 8 in the bsv (blood sampling valve) mid-section due to a disconnected tubing. The fse replaced the tubing to resolve the leak. Failure mode of the leak is attributed to a disconnected tubing at port 8 in the bsv. (B)(4).